Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an increase in impedances on the right ventricular (rv) lead. The pace impedances are still within normal limits, but have risen from 600-700 ohms to 1682 ohms. The shock impedances were tested in all vectors and in one, values were out of range at 125 ohms. Thresholds were also observed to have increased. At this time, the products remain in service and the patient is being monitored. The rv lead is a competitor's product. There have been no adverse patient effects.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
This report is being filed as additional information was received. The rv pace impedances had continued to gradually rise and were now 2450 ohms. Thresholds were still high as well. The physician suspected there was a lead issue on this competitor's rv lead, so the lead was surgically abandoned and replaced. The device was also changed out during the procedure, but there were no device issues suspected. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted there was a hole in the lv seal plug, no other anomalies or holes in the other seal plugs. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide device evaluation results.